Manufacturer narrative:
(B)(4). Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on cartridge compartment. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.